Event description:
The customer reported that she was hospitalized with blood glucose levels greater than 600 mg/dl. The customer experienced ketones, vomiting and abdominal pain. The customer stated that she changed the infusion set, but continued to experienced high blood glucose levels. The customer's doctor felt that the insulin pump was to blame for the customer's high blood glucose levels, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery tests due to the prime anomaly. However, the insulin pump passed the displacement test.